Manufacturer narrative:
(B)(4): a needle that was broken in the body near the attachment end was submitted for this evaluation. A visual inspection of the scanning electron microscope photos revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2013 and suture was used. While suturing through fascia, the needle broke. Additional fascia had to be cut to retrieve the piece of the needle from the incision. Additional information was requested.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.